Manufacturer narrative:
(B)(4). Date sent 1/2/2025. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy procedure that the anvil was placed in the proximal colon and pushed through posterior to the staple line but after several attempts the spike would not disengage from the anvil, multiple attempts with varying techniques and no success ultimately the colon was opened to remove the anvil. A new stapler was obtained. Intact distal donut, proximal donut not intact, leak test positive diversion was then planned.

Manufacturer narrative:
(B)(4). Date sent: 1/14/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? Diverticular stricture did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? Yes what healthcare professional fired the device and what is his/her experience with the device? First assistant, does not fire this stapler often where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, waited 15 seconds. Did not retighten prior to firing, was not aware this was recommended was the device difficult to close? No. Was the device difficult to fire? No. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Most likely 1.5 did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, intact distal donut, proximal donut was not intact was a complete transection of the white breakaway washer visually confirmed? No were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. The staples were not examined, the anastomosis was low and difficult to visualize what is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Yes, the surgeon believes the anastomosis leak was possibly caused by the device

Manufacturer narrative:
(B)(4). Date sent 1/28/2025. D4 batch #u5er4u. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh33a device arrived with no apparent damage, with no staples in the pockets, and the anvil was received with a breakaway washer uncut and without marks. Also, an ancillary trocar was received inserted in the anvil and tip was noted damaged. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The event described of the anvil issues could not be confirmed as the anvil performed without any difficulties and it was installed onto the trocar several times with no issue the condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5er4u, and no non-conformances were identified. See attachment: (B)(6).